Event description:
Customer reported that pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support instructed customer to fully charge battery, and a full charger was replaced, though customer declined follow-up to confirm resolution of issue.